Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of a motor error from the insulin pump. The customer's blood glucose reading was 110 mg/dl. The customer's brother stated that the battery cap is okay. The brother stated that the pump was not exposed to strong magnetic field. The customer stated that there was more than one motor error. The customer was advised to revert to a backup plan. The customer will be sent a replacement pump.